Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device has a hole labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, simple cysts and fibroadenoma diagnosed by ultrasound and MRI.

Event description:
Physician reported rupture. Device explanted and replaced. Right side.